Manufacturer narrative:
No anomaly detected by checking the DHR of the lot# involved on a total of (B)(4) pieces manufactured with the same lot #(2014aa618). We will submit a final emdr when the investigation will be completed.

Event description:
Intra-operative drill bit breakage happened during a knee surgery on (B)(6) 2017. According to the info reported, no surgery time nor complications for the patient occurred due to this issue. Estimated number of uses of the drill bit: approx 12. Event happened in us.